Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: p1501 ipg implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported there were high thresholds, intermittent capture, high impedance and a possible fracture of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.